Event description:
It was reported that the patient had elevated powers and flows that appeared to correlate with pulsatility index (pi) events and power cable disconnect alarms. The patient's lactate dehydrogenase (ldh) was elevated upon admission but trending down. Log files confirmed multiple unsustained power and flow elevations that started on 20mar2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log file provided by the account confirmed power and flow elevations; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained data from 22:11:34 on 03mar2022 through 11:13:45 on 11apr2022, per the timestamps. Transient elevations in pump power and flow were captured between 20mar2022 and 09apr2022, with values ranging from 7.6-10.8 watts and 8.2-11.7 lpm, respectively. These elevations appeared to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that in addition to the elevations in pump power and flow, the patient¿s lactate dehydrogenase (ldh) value was elevated upon admission but was trending down. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until 20apr2022 when the patient was ultimately explanted. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further log file analysis determined that there were no atypical power cable disconnect alarms.